Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered for sensing integrity counter (sic) and high rate non-sustained ventricular tachycardia (vt). T-wave oversensing (twos) during ventricular tachycardia (vt) was noted as the cause of the sic and non-sustained vt. Noise was noted on some of the episodes. The lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.